Event description:
It was reported via maude event report number mw5037426 received on 03-october-2014: the procedure was to treat an occluded coronary artery. During the procedure, the tip of the hi-torque pilot guide wire separated and lodged in the left circumflex (cx) artery. The separated tip of the guide wire was successfully retrieved using a snare device. There was a reported delay in the procedure and extended radiation dose. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.